Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, which resolved the issue without recurrence, and was advised to continue using the pump while monitoring for any further malfunctions.